Event description:
It was reported that oversensing on the lead was noted since 6 jun 2019. The physician elected to cap the lead and implant the new lead on (B)(6) 2025. There were no patient consequences.